Manufacturer narrative:
(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. The cause of the event, treatment details, and the patient¿s recovery status were unknown. Two days after the receipt of this report, pd therapy was discontinued and the patient¿s pd catheter was removed (current mode of dialysis therapy was not reported). No additional information is available.

Manufacturer narrative:
On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). Should additional relevant information become available, a supplemental report will be submitted.